Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 6.4mmol/l. Customer stated that the buttons appear unresponsive. The customer stated this occur a couple of times a week where when pressing any button pump does not react and when attempting taking a bolus, button has to be pressed several times. Customer was advised that pump would be replaced.